Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the issue was resolved and the customer continued using the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.